Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient from (B)(6) who received lioresal 500 ug/ml at a dose of 237,68 ug/day via an implantable pump. The indication for use was not provided. It was reported that during a device follow-up on (B)(6) 2017 a pump alarm occurred due to a ¿motorstopp¿ (stall). The pump logs provided indicated that a motor stall occurred on (B)(6) 2017 at 17:32 with recovery on (B)(6) 2017 at 03:21. The pump stalled later on (B)(6) 2017 at 11:31 with a stopped pump period may exceed tube set on (B)(6) 2017 at 11:31 and a recovery on (B)(6) 2017 at 19:40. The pump stalled again on (B)(6) 2017 at 16:58 recovered on (B)(6) 2017 at 11:03. The pump stalled again later that day at 15:15 with another stopped pump period may exceed tube set on (B)(6) 2017 at 15:15 and no indication of recovery. Patient symptoms were not reported. Troubleshooting/diagnostics included printing the logs. Programming of the pump also occurred. No information was provided regarding environmental, external, or patient factors that might have led or contributed to the event. As a result, the pump was explanted and replaced on (B)(6) 2017. At the time of the report, the issue was reported as resolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Residue on the gear shaft of the motor gear train that resulted in the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Patient code (B)(6) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
As further reported, the patient experienced symptoms including increasing nervousness, itchiness, and increasing spasticity. The p atient is ¿going well¿.